Event description:
The consumer via the manufacturers' representative (rep) reported that she had been having discomfort in the area of the device. The issue was not resolved at the time of this report. It was unknown if surgical intervention occurred. Additional information from the consumer reported that there sudden pain about 2 weeks prior to report ((B)(6) 2016) around where the device was and it was running down her leg. The patient was indicated for urinary dysfunction/ sacral nerve stim. There was no further information provided about this event. Additional information from the consumer reported that on (B)(6) 2016, she had an appointment with the doctor and she was waiting for the results of an x-ray and urinalysis. It was still unknown what led to the pain. However, the battery in the device was not functioning. The patient had it since (B)(6) 2009. There were no steps taken to resolve the pain at the implant and down the leg. The patient was waiting to hear from the doctor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.